Event description:
It was reported during implant induction test was performed. The device charged and delivered but did not rescue, the device started charging up and tried to delivery but aborted the charge. It did this two more times before external defibrillation was applied. The device then went into backup vvi. The physician performed an hvli and measured high impedance. Competitor lead issue is suspected. This device was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of output anomaly was confirmed in the laboratory. Analysis indicated the output circuitry of the device was damaged. The device was tested on the bench and on unity test system and found all low voltage device functions were normal.